Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: brief inquiry description: fast infusion causing nausea and vomiting of patient. Detailed inquiry description: per rn's report - this morning when patient woke up at 0430 her 5fu pump was already completely empty. It may have finished even earlier, but since she was asleep, she's not sure. She also experienced worse nausea this cycle than any of her previous cycles and had one incidence of emesis (which she took oral antiemetics for). It sounds like her pump has been finishing unusually early with previous infusions, but this time it was over 10 hours early, and she experienced worse side effects than previous cycles. Injury- nausea and vomitting.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.